Manufacturer narrative:
(B)(4). Batch # unk. Date of event it 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported during an unknown procedure, the stapler was placed on tissue. Device stapled and cut but then stapler could not be removed from tissue. The reverse button was used, as well as, the manual lever. Reverse did not work, and lever did not ratchet. The device had to be pried off tissue. It is unknown how the procedure was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # t5cr75. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The cartridge reload was received unfired and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.